Manufacturer narrative:
The viking xl mobile lift is intended mainly for use in health care, intensive care and rehabilitation. It is intended for heavier patients and aids in the transfer of adults and bariatrics, for instance, lifting to and from wheelchair, bed, toilet, and floor. The device IFU notes to perform the following prior to performing a lift: ensure that the lifting accessory is properly attached to the lift, the accessory is not damaged, and the latches are intact; missing or damaged latches must always be replaced. An inspection performed by a third-party maintenance representative noted a "small part of the sling bar's red safety clip to be missing, however, could not replicate the reported issue. A pelvic fracture is a break in one or more bones in the pelvis. Fractures of the pelvis can range from mild to severe and treatment depends on the severity. Mild fractures typically do not require medical intervention however, severe fractures require surgical intervention. A fractured vertebra is a break in any of the vertebrae that make up the spine. A fractured vertebra is classified based on its location (cervical, thoracic, lumbar) and the type of fracture (compression, burst, flexion, and stable/unstable). In most cases, the fracture is treated with bracing and or physical therapy. In instances where there is the possibility of the fractured vertebra damaging the spinal cord surgical intervention (vertebroplasty or kyphoplasty.) May be required. In this event, it was reported that the patient suffered a broken pelvis and multiple cracked vertebrae due to the sling bar detaching from the lift's scale attachment. Medical or surgical intervention provided to the patient to date is unknown, however, based on the information provided that the patient sustained fractures and will likely to require physical therapy and/or surgical intervention in order to preclude permanent impairment of a body function, it can be concluded that a serious injury occurred. The root cause of the detachment is unknown; however, inspection of the device noted a broken safety clip, however, the detachment could not be replicated and there was no malfunction that could lead to the slingbar detaching, with this information we can conclude that the most likely cause is use error. Based on the information above, hillrom considers this event reportable for serious injury.

Event description:
It was reported that during the use of the viking xl lift, the sling bar became detached and the patient suffered two cracked vertebrae and a broken pelvis. Specific details of the sequence of events or medical intervention required were not reported. This report was filed in our complaint handling system as (B)(4).